Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on march 28, 2018 to the appropriate representatives. Lot number? Did the event happen during surgery? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e resurf cup coupling hndl curv) are marketed in USA, and therefore this report was filed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the pin of a cls, mis, double offset handle, left, 125° fractured. With the received information, at the moment it is not clear whether a patient was involved in this case. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Event description:
It was reported that the pin of a cls, mis, double offset handle, fractured during surgery. No patient harm was reported.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fractured pin review of event description: a mis cls125 double offset handle (ref: 01.00299.103 lot: 06.2320416) has been received. It has been reported that the instrument is broken. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the offset handle has been returned for an investigation. It shows normal signs of usage on the striking plate and along the handle. The pin of the connecting part is broken off. - measurements: as the device is broken no measurements could be performed. - functional test: as the device is broken no functional test could be performed. Review of product documentation: inspection plan: characteristic no. 3 feature "functional test" with scope of testing: 100%. Means of inspection: gauge characteristic no. 1 feature "testing according to measuring protocol" with scope of testing: 100%. Means of inspection: 3d measuring machine root cause analysis: root cause determination using rmw : instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance not possible as a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible as according to material compatibility specification, the material has been tested. Furthermore, a systematic issue with material properties would have been detected as part of the issue evaluation assessment . Fracture of instrument due to general corrosion (crevice, pitting, galvanic) not possible as nothing indicates the presence of corrosion. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition possible, as the pin is broken off the instrument can no longer be used with mating instruments. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling possible, as excessively high forces might have been applied to the instrument. Additionally as the instrument has been manufactured in 2006, a deterioration in function as a result of repeated use is possible. Instrument breaks or deforms due to off-label abnormal-use not possible as nothing indicates an off-label or abnormal use of the device. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition possible, as the pin is broken off the instrument can no longer be used with mating instruments. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination clearly confirmed that the pin of the offset handle is broken off. Therefore, the instrument can no longer be used with mating devices. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. However, due to the repeated use of the device and or abnormally high forces it is possible that the pin breaks off in seldom cases. As the instrument has been manufactured in 2006 it might have been on the market for more than 10 years and used excessively. Therefore, based on the given information and the results of the investigation, the pin most likely broke off due to repeated bending forces during usage or a sudden abnormally high force. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).